Event description:
A hospital in the (B)(6) reported to a fisher & paykel healthcare (fph) field representative that an rt241 adult heated breathing circuit could not be used on a patient as the dry line had no oxygen port. This was noticed prior to patient use.

Manufacturer narrative:
(B)(4). The complaint rt241 adult heated breathing circuit is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we have received the complaint device and completed our investigation.

Manufacturer narrative:
(B)(4). Method: the complaint rt241 adult heated breathing circuit kit, which was returned unsealed, was visually inspected for an incorrect dry line tube. Results: visual inspection revealed that an incorrect type of dry line tube has been packed with the breathing circuit kit, confirming the reported fault. A lot check revealed no other complaints of this nature for lot number 110323. Conclusion: the breathing circuit package consists of a number of components grouped together during production. It is most likely that operator error has resulted in an incorrect type of dry line tube having been packed with this breathing circuit kit. This is most likely due to a fault in the line clearance process. The standard operating procedures (sops) have been put in place to assist the operators on the production line to correctly pack breathing circuits. A specific pack card detailing all components required must be displayed at the packing station. Each completed circuit pack is then weighed to ensure that every component is accounted for. The pack card is changed as part of the line clearance procedure. (B)(4).

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that an rt241 adult heated breathing circuit could not be used on a patient as the dry line tube had no oxygen port. This was noticed prior to patient use.